Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was indicated that a dye study confirmed that there was a minor leak in the pump segment of the catheter, though the physician did not want to revise the catheter because the patient was in the late stages of cancer. He felt that enough flow was getting into the intrathecal space, so he wanted to see if he could just bolus the patient a couple of times per day. It was noted that the patient was only getting some relief when getting a bolus. The device system was being used to deliver compounded morphine. The event had yet to resolve as of the previously reported information. Further follow-up was requested to obtain additional information.